Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) needed to undergo an unrelated magnetic resonance imaging (MRI) at the hospital. Prior to the MRI, when interrogating the crt-p, it was discovered to have declared code 1003, indicative of the battery voltage being too low for the projected remaining capacity. After the patient underwent the MRI, smr6 was added to the crt-p. Boston scientific engineering reviewed device data and confirmed that the voltage alert was due to elevated impedance in the battery. The crt-p remains in service and no adverse patient effects were reported.